Event description:
It was reported that there were particles in the drip chamber of the device. The report states that there were no patient injury.

Manufacturer narrative:
Evaluation of the device reported that the unit was examined before decontamination. It was observed that there was brown contaminants inside the drip chamber. The particulates appeared of the same consistency as the carton board used packaging.